Event description:
(B)(4). It was reported that the flat panel spring arm has detached from horizontal arm, and the spring arm is being held up by cabling. After further eval, it was determined that the circlip was not installed properly. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, this no pt data exists. There is no exp date for this product. The serial number was unk at the time of this report. Actual device was evaluated in the field on aug 1, 2011. Eval summary: after further eval, it was confirmed that neither the circlip nor the spring arm were faulty, which indicates a likely installation error. When the circlip was re-installed, it seated properly and functioned correctly. This type of malfunction poses a low risk to a user since the device would still be attached by cabling and only falls a few inches. However, if this malfunction occurred when positioned directly over a user, the monitor could impact the user. In addition, it is unk how long the cabeling would hold the spring arm, and whether the spring arm could fall, however, this scenario cannot be ruled out. This specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non conformance has been trended and a CAPA has been opened to investigate these types of failures. This is not a single use device.